Event description:
The customer's father reported via phone call that the customer's insulin pump alarmed battery out limit. The customer was unable to clear the alarm with the esc and act buttons. The customer's blood glucose was unknown. The customer confirmed that there was no visible damage to the battery compartment. The customer had tried multiple batteries and was able to clear the alarm. However, the alarm would recur a minute or so later. The customer was advised that the issue may be a loose battery cap. The customer was advised that a replacement battery cap would be sent. The customer was advised to call back if further issues occured.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.